Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, this right atrial (ra) lead was found to exhibit high pacing thresholds. The health care professional (hcp) called technical services (ts) for MRI protection programming assistance. Ts confirmed the implantable cardioverter defibrillator (ICD) system was MRI conditional. Ts discussed programming options with the hcp. Subsequently, this ra lead was explanted due to infection. No additional adverse patient effects were reported.